Event description:
The hcp reported his pt had received medical care and radiation therapy (dates unk) in the state of washington. The medical care involved multiple magnetic resonance images (dates unk). The hcp had instructed the providers in washington to fill the pump with normal saline during radiation therapy. The pump was reported to have had alarmed multiple times during the normal refill cycle. During a pump status check in the hcp's clinic in 2007, a critical alarm was heard and confirmed with pump logs. The logs showed safe state, reset, stack overflow and watch dog reset. Previous programming logs were not available. The hcp reported the pt had no symptoms. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.